Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 350 mg/dl. Customer addressed bg level via bolus. Customer went to the emergency room for bg level and moderate ketones. Customer was treated intravenously with fluids of saline and insulin. Customer was released 3 hours later with the issue resolved and no permanent damage.